Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to duplicate the reported issue, but in the interest of the patient's safety, the fse replaced the helium transducer for the internal helium tank. The unit passed all functional, safety, and electrical tests to factory specifications. The device also passed pm after repair. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed low helium intermittently. In addition, the user stated that the helium tank was not empty. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person).

Event description:
N/a.